Manufacturer narrative:
Device was received for evaluation. Evaluation determined that the reported issue was confirmed. The device was found with flickering image and black image. The device determined to have a damaged ccd (charge coupled device). Leaks were found on the ¿a rubber¿ and excessive frayed wires were observed. The identified parts were replaced, device was repaired. Once completed, the device was tested and passed all required testing and specifications. Based on evaluation findings, the reported issue was confirmed. The issue was attributed to a damaged ccd and once replaced, the issue was resolved.

Event description:
It was reported that the device exhibited black image, blackout and showed no images. The issue occurred during preparation for use. No patient involvement on this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the review of the device history records (DHR), please see updated sections: g4, g7, h2, h3,h4, h6 and h10. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause was not identified. A probable cause of the reported failure could be due to buckling or breakage of the imaging cable inside the bending section. Likely the imaging cable was damaged by application of stress in the bending section of the device. As stated on the IFU and as a preventive measure: warnings and cautions: disappeared or frozen endoscopic image : follow the warnings given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. : do not bend, hit, pull, or twist the insertion section, bending sections, control section, universal cord, video cable, video connector, and light guide connector. The endoscope may be damaged, and water leaks and/or breakage of internal parts like the image sensor cable can result. Olympus will continue to monitor complaints for this device.